Event description:
The patient reported her insulin infusion device shut off during the night and will not come back on. She stated there is nothing on the display screen and she did not receive any error messages or alerts. She said she put in 2 new batteries prior to the call. To troubleshoot, the patient was instructed to remove the batteries and press the "s" button. She was then instructed on how to properly insert the batteries which she successfully did. The infusion device came back on and the patient successfully put the device in the "run" mode. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.